Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Patient's mother stated that the transmitter was able to pair with receiver, and currently in a sensor session. Dexcom representative advised the patient's mother to disable bluetooth on other devices and attempt pairing again on the smart device. No additional patient or event information is available.